Manufacturer narrative:
Correction information: type of report: follow up #1. If follow-up, what type? Device evaluated by manufacture. Coding changed based on the investigation result. Additional information was this device serviced by a third party? Device manufacture date. Evaluation summary: after inspection by the local distributor, they confirmed the defect and asked to order the spare parts.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When doctor was doing gastroscopy, the noise was shown on the image occasionally as attached file. This event occurred at the time of during use. There was no report of patient harm.